Event description:
It was reported that when the patient presented in the emergency room, post paced t wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
(B)(4).